Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via clinical study regarding a system being used to deliver morphine 10.0 mg/ml (milligrams per milliliter). The daily dose was initially 0.48 mg/day, but increased 20% to 0.576 mg/day on (B)(6) 2011. The indications for use were non-malignant and spinal pain. There was an erythema at the pump site which diagnosed by an examination on (B)(6) 2011 and treated with antibiotics. Sedimentation rate was tested on that date and was normal. Clindamycin 300 mg was administered four times per day for 10 days starting (B)(6) 2011. The date of the most recent refill prior to the event was (B)(6) 2011 and the event resolved without sequelae on (B)(6) 2012. The event was considered unlikely related to the device or therapy and related to the implant procedure. The location was the pump pocket.